Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator 2012 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead captures the atrium at high output and no ventricular capture is noted. The lead r-waves are low with intermittent ventricular sensing. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.